Event description:
Adverse event(s): "overcorrection" (overcorrection). Product problem(s): "none reported" (no info). An optician reports, a pt with an overcorrection in the right eye following lasik surgery. Patient records were received and indicated, the patient experienced some residual astigmatism. However, at 4 weeks post-op, the patient's ucva improved from 20/400 to 20/30 and bcva improved from 20/20 to 20/15-.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4).